Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3387s-40, lot#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Analysis of the extension found the body had a broken conductor within 10 cm of connector area. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was bad impedance on the extension. The event had occurred during the procedure. Impedance was high, greater than 40 ,000 on the extension which had required a replacement. There was an issue with all combinations with contact 3. The extension was implanted and it was determined that contact 3 was an open circuit using the clinician programmer. The extension was replaced at the time of surgery and was retested. The issue was resolved with a new extension but the cause was not determined.